Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was in clinic for a routine follow up. There were no alarms but the vad coordinator noticed the patient had a low speed advisory while he was in clinic. During the analysis of the log file, the low speed hazard alarm was confirmed on (B)(6) 2019 and the speed was as low as 4950 rpm. Technical services reported this could be due to the pump's rotor ability to spin was prohibited by some material other than blood or it could be due to a potential issue with the percutaneous lead. Submitted x-rays were unremarkable. The patient was sent home with a power module and ungrounded patient cable. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low speed alarm was confirmed via the log file data provided by the account. A low flow alarm was also confirmed via the log file data provided by the account. No other notable alarms were captured and a specific cause for the change in pump parameters cannot be conclusively determined. Additional information was requested from the account; however, none was provided. The heartmate ii lvas instructions for use explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is provided in the IFU, as well as in the heartmate ii lvas patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b1, b2: correction.